Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate shocks. After device interrogation and x-ray, it was determined that the lead dislodged resulting in inappropriate sensing and double counting. The patient is a known twiddlers. The leads were found twisted around the device. The entire system was explanted. The patient will not be re-implanted with a new system. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.